Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulate ator (ins) for non-malignant pain. It was reported that the patient had an increase in pain when stimulation is on and this happened approximately 6-8 months ago. Therefore, they turned stimulation off for about 6-8 months. The ins is now overdischarged. The patient was offered to have their battery recovered from overdischarge and reprogramming, but the patient was going to think about their options and is considering explant. The patient will notify the rep if they want to meet. No further complications were reported. The reason for call was patient's neurostimulator has been unable to be charged since 2018. Caller reports this is per a rep, as stated in the patient's medical chart. No information provided regarding why the ins is unable to be charged. Caller also indicates a rep "cleared the patient" for a lumbar scan last year, even though the medical notes state that they were aware the ins was unable to be charged. Medical chart is also reported to state that the patient has had two other scans prior to this. Troubleshooting was not required. The issue was not resolved through troubleshooting. Additional information was received from a manufacturer representative (rep). The rep reported that the cause for over-discharge was that patient opted to turn their device off for 6-8 months a few years ago and did not want to meet with a manufacturer representative (rep) to get device working again. No further actions are planned. A rep met with this patient in 2020 prior to an MRI to confirm battery had not been used in 2 years and was therefore over-discharged/off and the patient was offered again at that time to have their battery jump-started. The patient declined again, but said they would call if they changed their mind. The next time a rep met with the patient was last year pre-MRI at a medical center and it was a collaborative decision by imaging staff that it was safe to scan the patient since their device had not been in use since 2018. The issue of over-discharge has not been resolved. No further actions will be taken, unless the patient requests help. The patient has declined numerous times in the past years to meet with a rep to get their device operational.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.